Manufacturer narrative:
Supplier performed this evaluation. During evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations were noted: millar sensor is not functional; foreign residue (blood) inside catheter body and connector; catheter severely kinked at suture attachment; multiple kinks along catheter body; no testing was possible; mfg. Date: 12/09/13. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. Note that the icp express unit and the icp express cable were not returned to codman for evaluation. Trends will be monitored for this or similar complaints.

Event description:
The device in question was implanted on (B)(6) 2014, to the patient with head trauma. After the implantation, it was found that the readings changed from several hundred mmhg to minus. The surgeon replaced the icp express and cable but the phenomenon was still observed. When the patient¿s condition became stable, the device was replaced and the readings were found normal.

Manufacturer narrative:
No gtin number available. Note that microsensor was received at codman with a tight suture and kinked at approximately 2 1/2" from the tip. Supplier performed this evaluation. During evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations were noted: millar sensor is not functional. Foreign residue (blood) inside catheter body and connector. Catheter severely kinked at suture attachment. Multiple kinks along catheter body. No testing was possible. Mfg. Date: 12/09/13. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.